Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with meropenem injection (1gm, route, frequency and duration were not reported, discontinued) and fluconazole tab (500mg, route, frequency and duration were not reported, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovering from the event. It was reported that pd therapy was put on hold and the patient was switched to hemodialysis. No additional information is available.